Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during an unknown procedure, at the third clip the device stopped to work as intended. The clips detached from the device. The procedure was completed by using a competitor's endoloop. Procedure was prolonged for less than 30 minutes. There were no adverse consequences for the patient.